Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, the tip kinked after the stylet was inserted. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). A visual examination of the returned complaint device found several kinks both on the shaft and the guidewire. A functional evaluation was performed and the guidewire had some resistance when it was removed from the catheter which was caused by the kinks noted on the device. This failure is likely due to encountered procedural factors during the use of the device which could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, the tip kinked after the stylet was inserted. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.